Manufacturer narrative:
Date of event. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. The main component of the system involved in the reported events; other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Zorzi, g., marras, c., nardocci, n., franzini, a., chiapparini, l., maccagnano, e., angelini, l., caldiroli, d., broggi, g. Stimulation of the globus pallidus internus for childhood-onset dystonia. Movement disorders. 2005. 20:9 (1194-1200). Doi: 10.1002/mds.20510 summary: we report the results of deep brain stimulation (dbs) of the globus pallidus internus (gpi) in 12 patients with childhood-onset generalized dystonia refractory to medication. Reported events: patient 11: a (B)(6) male patient with bilateral deep brain stimulation (dbs) of the globus pallidus internus (gpi) for status dystonicus (sd) experienced a resolution of their symptoms, but one year after lead implantation the implantable neurostimulator (ins) became infected and the leads had to be removed. As a result dystonia progressively worsened and 2 years later status dystonicus developed again, for which the patient was admitted to the authors' intensive care unit. The patient experienced continuous generalized dystonic movements, also involving cranial muscles that were associated with more rapid, irregular hyperkinesias of variable amplitude. It was reported that they developed respiratory failure, rhabdomyolysis, and renal failure, and epileptic partial seizures. They required ventilation and continuous sedation with propofol and midazolam as well as tracheostomy. Pharmacological treatments with trihexyphenidyl, oral and intrathecal baclofen, clozapine, carbamazepine, tetrabenazine, pimozide, and haloperidol were also tried without benefit. Therefore, reimplantation with a dbs device was performed, which led to resolution of sd within one week. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.